Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The physician repositioned the lead. The lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation could not be confirmed due to the tips section of the lead was not returned.

Event description:
Additional information indicated that this lead was explanted due to the patient died. The cause of patient's death was non-cardiac. This does not relate to this event. No additional adverse patient effects were reported.